Manufacturer narrative:
The reported failure of the detachable battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number(B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information from the patient's family alleging a patient experienced ventilator service required alarm while using a trilogy evo o2 device. This device was replaced for another device, trilogy evo, that the same patient experienced the same alarm. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, battery not charging fault, was observed in the device's error log. The manufacturer's service technician further evaluated and determined the detachable battery mounted on the device had caused the ventilator service required alarm to occur on the device. In conclusion, the device's detachable battery needs replaced to address the issue. The manufacturer's service technician proactively replaced the system printed circuit assembly on this device. The root cause is confirmed at this time.